Manufacturer narrative:
(B)(4). (Photophobia). Eval: field service specialist (fse) moved the equipment into position after new floor installation. Fss performed quarterly preventive maintenance and the applicable technical service publications. Tweaked laser engine for max energy output. Sidecut retrace was checked and no adjustment was required. Laser engine meets or exceeds all amo specs. Laser performance checked in gel; performs well with current doctor's energy settings. Pt previous history includes. Eye surgeries: punctal plugs od lower lid and os lower lid. Rgpcl last worn 1 month before eval. Pre-op ucva 20/400 ou and bscva 20/20 ou.

Manufacturer narrative:
Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted.

Event description:
During a clinical development manager (cdm) onsite visit for intralase surgery support doctor reported a pt that experienced photophobia 3 months after surgery. Dos : (B)(6) 2011.